Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2017 with the following findings: a review of the black box showed a call service 078 alarm. The alarm was duplicated during the rewind step. Unrelated to the original complaint, rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The leak was due to a crack in the battery compartment from the threads to the left of the bumper, and from below the bumper to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 09/22/2016-correction to serial # : (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.